Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) system implant testing, the high energy shock impedance was low at 24 ohms. The patient was unable to be induced at 50 hz. This was also observed in a previous attempted implant. Also, the field representative observed a wandering baseline and swelling posterior to this s-ICD. The patient was kept overnight in the hospital for monitoring, in case there was air in the pocket, and therapy was turned off. Technical services (ts) suspected the issue was physiologic and recommended evaluating the patient the following day. Ts also recommended a chest x-ray and induction testing. The following day, the rep reported this s-ICD was reoptimized, a defibrillation threshold (dft) test was performed, and the shock impedance was at 40 ohms. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.